Event description:
Communication between lumens.

Manufacturer narrative:
New information found upon receipt of the device. The balloon had a leak and was reportable. This is not what was originally reported. The device balloon was inflated with 2cc of water, and the water leaks out of the balloon. Colored water was then used to inflate the balloon, and it is noted that the distal balloon bond has become delaminated, and the colored water is coming out from under the balloon sleeve. Further visual inspection of the device verifies there is a subtle kink approx. 13" from the strain relief. There is also a kink in the bellows. Water was introduced through all of the device lumens and the water flows from the pressure lumen from where it should. The infusion lumen would not let water pass because it is clogged with dried blood and fluids. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.